Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had blank display. The blood glucose level was at 7.0 mmol/l. Customer states the contacts on the battery cap are neither missing nor damaged. Display did not return after pump restart. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertically cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test due to blank display.